Event description:
Reportedly, the surgeon closed the handle however, the handle did not return. The stapler wouldn't open. The surgeon was taping the instrument and it did open but had not fired. Surgeon had to sew the staple line. The tissue was damaged and there was a delay in the case. The pt status was reported as fine. Procedeure: gastric bypass.